Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned handpiece was connected to a resistance test box, which found that the handpiece to meet the manufacturer's specifications. The returned handpiece was connected to a system, tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, a phacoemulsification ophthalmic handpiece had little phacoemulsification power then stopped working in the middle of the procedure. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received clarified that there was no ultrasound at all during a cataract surgery. No system message was displayed. The surgery was completed by using another product without any impact on the patient.